Event description:
Information received indicates when the account attempted to place the bed in reverse trend, a part in the trend assembly bent, causing the reverse trend rod to bend and the reverse trend knob to break. No injury. A replacement trend assembly, reverse trend rod, and reverse trend knob were sent to the account to repair the bed.